Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit did not function, the coupling tool side and clutch head were worn and the control unit had a misfire because the motor current was too high on the small battery drive device. It was further determined that the device failed pretest for check power with test bench, min.67.5 to 110 w, check the function with epd-console, check compatibility between colibri/sbd and colibr ii/sbd ii, check the triggers and ecu function, check switching function, check the oscillation angle and check the off/osc/on switch mode function. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.